Manufacturer narrative:
Model number/catalog number 72404232, serial number (B)(4), batch/lot number 150031001, model/catalog description cx preconnect ms 18cm ps iz.

Event description:
It was reported that the patient had the inflatable penile prosthesis was removed as it no longer inflated due to a leak that was detected in the reservoir. A new inflatable penile prosthesis consisting of 18 cm x12 mm cylinders, pump and reservoir were implanted. The patient status was reported as good.